Event description:
It was reported that the patient received inappropriate shocks due to noise on the pace/sense portion of the high voltage right ventricular (rv) leads. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Products: 5076 implantable pacing lead 2001 (B)(6); 4542 competitor implantable pacing lead 2008 (B)(6); n141 competitor implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).